Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, cloudy, weight to the specification, and creases fold. Bubbles in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was the inflammatory reaction. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿inflammatory reaction." The device has been explanted.